Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced multiple issues with contact detach infusion sets during supply changes, including leaking and lack of insulin flow through the tubing, and received troubleshooting education with a recommendation to contact support when issues occur. Symptoms included fluctuating blood glucose with hyperglycemia up to 247 mg/dl and hypoglycemia down to 54 mg/dl. Outcomes included treatment with subcutaneous insulin by pen for high glucose and oral glucose for low glucose, without alarms or hospitalization. Investigation included complaint intake, user education, and a replacement request for the affected infusion sets. Investigation of this case revealed infusion set leakage and occlusion-like flow interruption consistent with device component performance issues at the infusion set and tubing. It was concluded, based on previously established findings for similar reports, that the cause was user technique or handling during set changes and potential product performance variability.